Event description:
It was reported that the pk dissecting forceps instrument would not open and close properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to move intuitively with full range of motion in all directions. The instrument jaws open and close properly and no issues were found with the friction and cable tensioning passed. Engineering also observed the distal end of the main tube has a .750 inch long by .220 inch wide section with material removed on one side of the tube. Damaged area is parallel to the tube axis and has a rough surface finish due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.